Event description:
Healthcare professional reported the evening after injection to the lips with juvederm ultra patient noted product was "very visible in the lips and looked lumpy." Patient was treated with hylase. Symptoms were still ongoing.

Manufacturer narrative:
Unique identifier (UDI)#: na. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of "lumpy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling of the reported events of non inflammatory nodule: "undesirable effects practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): induration or nodules at the injection site."